Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was not recognized at 0 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was fractured and partially broke off. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.